Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. D4: batch #208c14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. Upon visual inspection, the manual override door was noted to be out of position. The device was disassembled to verify the condition of the internal components and the frame bailout was noted damaged due to interaction with the bailout pawl. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No further functional test could be performed due to the condition of the device. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached as to what may have caused the frame bailout to be damaged. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 208c14, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure; stapler battery died after using 2nd reload (<5min). There was no known patient consequences. Used endogia to complete the ¿cut¿.